Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Patient inquired via live chat stating that she had a reaction to the product. She questioned the desensitizer as she used it last year with a reaction of swollen lips and cold sores. Her dentist's office told her that it was an allergy to the desensitizer. She said that she tried again this past week, didn't use the desensitizer but still had a swollen lip after use of the whitening gel. Spoke to richard at dentist's office. Their concern was that she still was using her trays and syringes from the first attempt at whitening a year ago and it may have traces of the hema desensitizer on it. I advised him to have her not only rinse her trays but clean them with a cotton swab really well. I also advised that she rinse off the syringes of bleach in case traces of the desensitizer were on them too. Provided a patient with a list of ingredients in the whitening gel and let richard know that she should speak with her medical doctor regarding any possible allergies to them. Informed the office to ask the patient to discontinue all whitening until the swelling goes down. Any future whitening would be done without desensitizer. Followed up on (B)(6) 2016, patient symptoms have completely subsided and the patient is back to normal. Any whitening would be without the desensitizer.